Manufacturer narrative:
Device history record (DHR) review was unable to be conducted due to no reported lot or serial number for the device at the time of this report. A follow-up report will be submitted in the event additional information is received.

Event description:
The customer reported via product feedback form - 393661, that a moon shaped particle ("foreign object debris" (fod)), was inside the patient's breast. The customer reported the fod was from the needle cover. No further information is available at this time.